Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling device was implanted into the patient on (B)(6) 2007. As reported by the patient's attorney, the patient underwent a mesh revision procedure on (B)(6) 2014 due to complications of mesh implant. A new device (unknown sling device) was also implanted on (B)(6) 2014. Boston scientific has been unable to obtain additional information regarding the event to date.